Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call the infusion set¿s cannula broke half. The customer¿s blood glucose level was unknown. The location of insertion of infusion set cannula was stomach and it fractured while use. Customer also reported the cannula was not still in the skin. Also the five infusion set they broke off at the connection between the reservoir and the line. Infusion set will not be returned for analysis.